Event description:
On the 6th december 2007 detective inspector from the police contacted abbott diabetes care customer services regarding a pt who died at the hosp in 2007. The patient was suffering from chronic bi-polar disorder. He was also a diabetic taking daily doses of insulin to control his blood sugar levels. One month prior, he sustained a fracture to his left leg, below the hip and was admitted to hosp in stock-on-trent where his fractured was pinned. The following month, he was transferred back to the hosp from another hospital for rehabilitation. The doctor on duty reviewed his medical notes and unfortunately it appears that the dr erroneously transcribed the insulin dosage. The result was that the pt was given excessive insulin far about his normal amount previously prescribed. Over the next four days he was given excessive insulin resulting in him becoming hypoglycemic. His condition was relieved with sugary drinks, however three days later, concern was expressed about his medical condition following his insulin injection. The next day, the pt expired. A subsequent post mortem examination of the pt has not yet determined the cause of death, but there is a possibility it was due to an excessive amount of insulin. The pt's blood glucose levels were regularly checked using a hosp meter (abbott diabetes care optium blood glucose meter. There is no indication the meter was not functioning correctly, but the police have requested that the meter be investigated to determine it is working correctly and provide a written report to verify this.

Manufacturer narrative:
The meter and test strips were returned to abbott diabetes care for investigation. No issues were observed. All result within the range specification ad no errors were observe during control solution testing.